Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that they thought they were having some ins battery issues. Pt stated that they just recharged the ins "like yesterday" and they were sitting in a chair this morning and "felt it cut down" and when they checked the equipment, the ins was on "one little battery left". Pt stated that it felt like the ins went to sleep when the ins was fully charged at times. Pt stated that they had issues in the past. A manufacturer representative had previously told the patient that the implantable neurostimulator was okay and that it wasn't time to replace the ins. The patient indicated that it seems like the issue has been happening faster now. The patient reported that they are getting ready to have the implantable neurostimulator changed out due to these issues.

Event description:
The patient reported that when the implantable neurostimulator "cuts down" she has to put the charger back on to start it going again. It was noted that when the patient put the charger back on it, it went back on. She noted again that the implantable neurostimulator had a full charge) when this occurred. The patient noted that the issues were determined to be caused by the battery, and the patient is waiting insurance approval to have the implantable neurostimulator replaced. The patient's weight was noted as 126 pounds or 140 pounds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.